Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed twice with 23 mm and 25 mm balloons with no improvement to the pvl. Upon further ECG assessment, an unusual finding appeared directly under the valve leaflet which seemed to have possible communication with the pvl. Subsequently, a second valve was implanted, reducing the pvl. No adverse patient effects were reported.